Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02mar2020.

Event description:
The philips service engineer (fse) identified during preventive maintenance there was touchscreen issue. The philips service engineer (fse) confirmed the reported failure. The fse repaired the issue by replacing the touchscreen. No other abnormality was identified. The unit was not in patient use when the reported problem occurred, and there was no patient or user harm.

Manufacturer narrative:
G4: 29jun2020. B4: 30jun2020. The touchscreen assembly was returned for analysis. The touchscreen assembly was tested and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.